Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Based on customer report. Result: IFU instructs user to shave chest if voice prompts indicates poor electrode contact.